Manufacturer narrative:
Internal complaint- trackwise # : (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25144379, 25143594,and 25143814; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro c-ring was bent. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro c-ring was bent. A replacement device was used to complete the procedure. No patient involvement.